Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and the diluent pump was leaking. The fse replaced the diluent pump and the instrument ran without any leaks. The repairs were verified per established procedures. Identified failure mode: the cause of the leak was the diluent pump. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause erroneous results for all parameters due to sample carryover. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported an instrument leak when using the coulter act diff 2 analyzer. The volume of the leak was about 25 ml and was not contained within the instrument. The operator was wearing gloves, lab coat, and eye protection when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.